Event description:
It was reported that the customer experienced low blood glucose levels and had issues with calibrating the sensor. The blood glucose reading was 47 mg/dl, and the customer stated that the insulin pump did not alert a low blood glucose warning. She stated that the calibration issues had recurred many times over the past few weeks. She noted that the threshold suspend was set to trigger at 65 mg/dl, but the insulin pump did not alarm due to the meter blood glucose now alert still having been active. Upon troubleshooting, it was determined that the customer had not been adhering to the recommended calibration procedures; advised the customer to set up a schedule to calibrate. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.